Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2013-02332, 3005099803-2013-02333 and 3005099803-2013-02334. It was reported to boston scientific corporation that two alair bronchial thermoplasty catheters (MFR# 3005099803-2013-02332 and MFR# 3005099803-2013-02333) and a controller (MFR# 3005099803-2013-02334) were used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013. According to the complainant, the patient underwent his first bronchial thermoplasty procedure to the right lower lobe (rll) of the lungs. No visible issues were noted with the devices. The procedure was performed under general anesthesia, with oxygen use reported as 100% to 68% during the procedure (details unknown). The physician began treating the patient and completed approximately 10-15 activations when a spark with some smoke was noted in the rll. No error messages were observed on the controller. The catheter was removed, at which time the catheter handle icon was illuminated. It was reported that the catheter icon went on prior to the catheter being cleaned. The catheter was replaced and the physician continued the procedure, completing approximately 40+ activations. However, while treating the right main stem bronchus, severe blanching was noted and characterized by the physician as ¿second degree burns.¿ at this point, the physician terminated the procedure. It was reported that the procedure room was very cold and dry during the procedure. During energy delivery, the physician stated that all electrodes were in contact with the airway wall; the patient was not moving or coughing. In addition, the controller was properly grounded and no modifications or adjustments were made to the patient return electrode pads. The location in the airway where the event occurred had not been previously treated. There were no patient complications reported post procedure. The patient was treated with his standard asthma medications and sent home. Reportedly, the patient recently underwent his second bt treatment to the left lower lobe on april 1, 2013 and had no complications due to this event. The physician stated that when he looked at the previously affected areas, ¿there was nothing there. Everything looked fine¿. Images taken during this procedure of the previously treated site will be sent to bsc for review. Additional information has been requested from the site, including anesthesia records, and any additional information received will be submitted in a supplemental report. The dfu for the controller has the following precautions: - while using this device in oxygen-enriched atmospheres, nitrous oxide (n2o) atmospheres, or in the presence of other oxidizing agents, follow appropriate guidelines for reducing the risk of surgical fires. - ensure that the unit is at room temperature for one hour before use if unit has been exposed to extreme temperature conditions.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2013-02332, 3005099803-2013-02333 and 3005099803-2013-02334. It was reported to boston scientific corporation that two alair bronchial thermoplasty catheters (MFR# 3005099803-2013-02332 and MFR# 3005099803-2013-02333) and a controller (MFR# 3005099803-2013-02334) were used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013. According to the complainant, the patient underwent his first bronchial thermoplasty procedure to the right lower lobe (rll) of the lungs. No visible issues were noted with the devices. The procedure was performed under general anesthesia, with oxygen use reported as 100% to 68% during the procedure (details unknown). The physician began treating the patient and completed approximately 10-15 activations when a spark with some smoke was noted in the rll. No error messages were observed on the controller. The catheter was removed, at which time the catheter handle icon was illuminated. It was reported that the catheter icon went on prior to the catheter being cleaned. The catheter was replaced and the physician continued the procedure, completing approximately 40+ activations. However, while treating the right main stem bronchus, severe blanching was noted and characterized by the physician as 'second degree burns.' At this point, the physician terminated the procedure. It was reported that the procedure room was very cold and dry during the procedure. During energy delivery, the physician stated that all electrodes were in contact with the airway wall; the patient was not moving or coughing. In addition, the controller was properly grounded and no modifications or adjustments were made to the patient return electrode pads. The location in the airway where the event occurred had not been previously treated. There were no patient complications reported post procedure. The patient was treated with his standard asthma medications and sent home. Reportedly, the patient recently underwent his second bt treatment to the left lower lobe on april 1, 2013 and had no complications due to this event. The physician stated that when he looked at the previously affected areas, 'there was nothing there. Everything looked fine.' Images taken during this procedure of the previously treated site will be sent to bsc for review. Additional information has been requested from the site, including anesthesia records, and any additional information received will be submitted in a supplemental report. The dfu for the controller has the following precautions: while using this device in oxygen-enriched atmospheres, nitrous oxide (n2o) atmospheres, or in the presence of other oxidizing agents, follow appropriate guidelines for reducing the risk of surgical fires. Ensure that the unit is at room temperature for one hour before use if unit has been exposed to extreme temperature conditions.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found it to be clean and in over all good physical condition. The array expanded and collapsed normally. In addition, a visual examination of the array, thermocouple, solder, handle, shaft and connector all verified normal. The returned catheter was plugged into the lab alair rf controller and setup to run functional tests. The catheter completed 15 full rf activations cycles with no errors or issues found. No alarms or lights flashed, and no sparks occurred. There were no electrical issues found with this catheter. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.